Manufacturer narrative:
Carefusion has requested additional information from the user facility on the reported event and status of the patient if there was patient involvement. As of (B)(6) 2015 there has been no additional information provided by the user facility pertaining to that request. (B)(4). A carefusion field service representative was dispatched to the user facility. The field service representative evaluated the device and was unable to reproduce/verify the reported event. The field service representative ran the device through a complete checkout per the service manual to ensure that it meets factory specifications. Upon completion the device was returned to the user facility¿s control ready to be placed back into service.

Event description:
The user facility biomed reported that the device was alarming ¿circuit disconnect¿ and not ventilating. The biomed did not know if the device was on a patient at the time of the event.